Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device bearings and lock sleeve were damaged. It was further determined that the device failed for vibration assessment. During repair, an evaluation was performed and it was determined that the device had a component damage and excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during testing, it was discovered that the attachment device had a bearing noise. During service and repair, it was observed that the device failed pretest for vibration assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.